Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section , and to provide the completed investigation results. One tr band was returned for evaluation. The sample was subject to visual analysis. No visual damage or defects were noted on the balloons or band. There is 4ml of air left in the balloon assembly. The sample was subject to leak testing. Approximately 18ml of air was injected into the balloon assembly and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the seal around the inflation balloon and check valve. The air bubbles are present on both sides of the seal around the check valve. The sample failed leak testing. The sample was placed under a microscope to get a closer look at the location of the leak. Upon further inspection, there is an incomplete glue seal on the inflation balloon around the check valve. The complaint can be confirmed for air leakage issues. The cause is an incomplete seal around the check valve and inflation balloon assembly. The quality engineer (qe) was notified, and non-conformances (nc) was initiated for this issue. Nc will contain root cause analysis and corrective actions. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the product failure mode and effects analysis (pfmea).

Manufacturer narrative:
E3: occupation: rcis tech. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code and lot number combination was conducted with no findings.

Event description:
The user facility reported that the involved tr band device would not stay inflated. There was no patient harm. Procedure outcome good. The event occurred post treatment. The patient was not injured during the event and medical or surgical intervention was not required. There were no other devices or equipment used with the reported product. Additional information was received on 01 may 2023: both tr-bands were used on the same patient. Additional information was received on (B)(6)2023: procedure for the patient prior to use with the two tr-bands was a left heart catheterization. 20ml's of air was added in the tr bands. Less than one (1) minute passed before the bands were no longer inflated. There was no damage noted. Patient condition was stable. Hemostasis was achieved using a third band.